Manufacturer narrative:
Additional information: through follow up clarification was provided to the question; are patient treatments delayed or cancelled, the response was yes. It was learned that two (2) patients were successfully treated at the original surgery center and thirteen (13) patients were moved to another surgery center and were successfully treated there. The delay was approximately one (1) hour; however, there was no patient injury reported. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The field service specialist (fss) visited customer site to determine cause of chair moving downward without movement of joystick and was unable to duplicate the reported issue. Fss replaced the joystick, calibrated and tested chair extensively with 275 lb. On the chair. Upon testing the unit no chair movement was observed. The system was found to meet the required specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
The surgery center reported of chair moving downward without joystick being moved during a procedure with the excimer laser. It was reported that pupil plane was lost and procedure stopped. Iris registration (ir) re-locked and procedure was completed successfully. There was no patient injury reported.